Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that they received multiple replace battery alarms in the past 30 days. Reportedly, the correct battery type was used and it matched the battery setting on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/12/2015 with the following findings: on investigation, the alleged replace battery alerts were verified in the black box but not duplicated in the evaluation. Review of black box data found multiple records of replace battery alarms and pump reboots. The returned battery cap was unable to power on the pump due to moisture/corrosion on the underside of the cap. Using a test cap, the pump power up and functioned properly. A rewind/load/prime sequence was completed with no incidences. Electrical current draws were within specifications. Pump casing was opened and no evidence of moisture intrusion or loose components was found inside. No anomalies were found with the motor regulator on the printed circuit board.